Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had a leak problem. The issue was identified in the pharmacy before use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot manufacture date: february 07, 2021, february 08, 2021. The customer returned two (2) samples with lot number 60281397 for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water and a leak was observed at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, most likely was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted for received lot number 60281397 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.